Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions-curved more than 90 degrees. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Per the mitraclip system instructions for use (IFU): the device is indicated for the reduction of mitral regurgitation. Additionally: do not deflect the sleeve tip more than 90 degree as device damage may occur. There is no indication that the off label use caused or contributed to the reported events. All available information was investigated and the reported difficulty grasping was due to patient anatomy and procedural circumstances. A definitive cause for mechanical jam could not be determined; however, the single leaflet device attachment (slda) and gripper line break were due to the mechanical jam. The detachment of the device component was due to user technique/procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the gripper lines and complete clip detachment. It was reported that this was a tricuspid mitraclip procedure to treat grade 4 functional tricuspid regurgitation (tr). Imaging was noted to be difficult due to patient anatomy. An attempt was made to grasp the tricuspid leaflets; however, difficulty was noted grasping both leaflets. It was noted that the leaflets were elastic and stretching with grasp attempts. Additionally, it was noted that the steerable guide catheter (sgc) did not seem to have the usual support that the septum would provide. The physician was able to grasp the septal and posterior leaflets and clip deployment was initiated. The clip was uncoupled from the clip delivery system (cds) shaft and an attempt was made to remove the gripper line. Resistance was noted, and the physician tried to get the cds more coaxial. The gripper line was pulled slowly and the cds curve was reduced by removing some of the a knob. The gripper line was pulled harder and the clip detached from the posterior leaflet. The gripper line broke and the cds was removed through the sgc. An attempt was made to remove the gripper line; however, the clip detached from the septal leaflet, but remained on the gripper line. The clip was able to be pulled to the sgc and was removed completely from the anatomy. The plan is to diurese the patient, to remove fluid volume, and a second procedure will be performed. No additional information was provided.